Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he experienced blurry near vision, and in the last few years, "looks as though something is growing across the lens." He stated that the surgeon has suggested laser treatment to remove the "cloudiness." The consumer did not provide the surgeon's contact information; therefore, follow up cannot be conducted. There are two medical device reports associated with this event. This report is for the left eye.